Manufacturer narrative:
No motor error alarm was noted. However, the pump unable to prime during the prime test due to a loose/flush drive support disk. Unable to perform the excessive no delivery or occlusion tests due to the prime/fill anomaly. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched keypad overlay, a stained end cap sticker, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.